Manufacturer narrative:
Serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 02/28/2017 - exp. Date: 02/28/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of the critical battery alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. The redundant power source will continue to supply power to the vad. The IFU and patient manual also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
A report was received that a patient noted that his controller switched from the fully charged battery connected to power port 1 to his second battery. The patient further reported having a critical battery alarm and the controller displayed a red light on the battery indicator for power port 1. After a brief moment it then displayed four green lights again and the controller alarm disappeared. The patient did not experience a pump stop event since the other battery was still connected. A preliminary review of the controller log files confirmed the reported critical battery alarms and the absence of a pump stop event. The controller and affected battery were exchanged with no reported patient consequence and the exchange of these devices appears to have resolved the issue.

Manufacturer narrative:
(B)(4). It was reported that the experienced a power switching event and a battery alarm. The controller, (B)(4), and one battery, (B)(4), were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that the controller in use during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors between the controller and batter (B)(4). Log file analysis also revealed one critical battery alarm due to communication error involving battery (B)(4). The manufacturer has opened an internal investigation for momentary disconnections. The most likely root cause of the reported power switching can be attributed to momentary disconnections and communication errors between the controller and battery. The most likely root cause of the critical battery alarm can be attributed to a communication error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Battery was not returned to manufacturer it was reported that the experienced a power switching event and a battery alarm. A controller and battery were not returned for evaluation. A review of the manufacturing records confirmed that the associated units met all requirements for release. Log file analysis revealed that the controller contained the smr upgrade. A review of the data file revealed power switching events due to momentary disconnections and communication errors between the controller and battery. Analysis of the alarm file revealed a critical battery alarm on (B)(6) 2016 that was triggered by (B)(4) as a result of a communication error. Failure analysis of the devices was not performed since the units were not returned. The most likely root cause of the reported power switching can be attributed to momentary disconnection and communication errors between the controller and battery. The most likely root cause of the critical battery alarm can be attributed to a communication error. The manufacturer has opened an internal investigation, investigating momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.